Event description:
It was reported to boston scientific corporation that a sensor urological guidewire was being used during a ureteroscopy procedure for a stent exchange on a patient with hydronephrosis. According to the complainant, during the procedure, the sensor guidewire broke in the patient's renal pelvis. The distal tip of the guidewire completely detached. A zero-tip basket was used to retrieve the distal tip of the guidewire during the same ureteroscopy procedure. A second sensor urological guidewire was used to successfully complete the procedure. There were no patient complications, who was reported "fine", post procedure. A second stent was placed in the patient due to a previous patient's condition.

Manufacturer narrative:
Although expected, the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. At this time we are unable to determine the relationship between the device and the cause for this event.